Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed low pacing impedance and noise reproduceable with movement on the right ventricular (rv) lead. On (B)(6) 2023, chest x-ray was performed and did not reveal any anomalies. Programming changes were performed to resolve the issue. The patient condition was stable.